Event description:
It was reported that the adhesive was pulling/lifting the skin upon removal, skin-stripping was confirmed in elderly patients with thin fragile skin; no common comorbidities. It is unknown how many patients were affected.